Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting in several inappropriate shocks. Device data was sent to rhythm care for review. Data review determined the small amplitudes led to the smartpass feature was found to have been disabled. Rhythm care also provided troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.